Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, stenosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a 3.0x28mm promus stent was successfully implanted in the proximal right coronary artery (rca) and another 3.0x28mm promus stent was successfully implanted in the mid rca. The patient was discharged home the following day. On (B)(6) 2013, the patient was hospitalized for in-stent re-stenosis and stable angina. Although the re-stenosis has been reported as not related to the device, an unspecified percutaneous intervention (pci) was performed in the target vessel and target lesion. The re-stenosis resolved without additional sequela, and the patient was discharged home on (B)(6) 2013. There was no additional information provided.